Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in planned coronary non-emergency treatment and it was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system restarted during use, and it was getting blocked. During troubleshooting, the fse found that there was issue was with the software. The fse reinstalled the software. After reinstalling the software, the system was returned to use in good working order.

Event description:
It has been reported that the allura system's host pc was restarting itself and the system was locking after the restart. The system was in clinical use. No patient or user harm has been reported. A field service engineer (fse) replaced the host pc and the hard disk, and the system was returned to expected functionality.